Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content that was measured in the double platelet product. The disposable set is not available to be returned for evaluation because the customer discarded the set. Donor unit #: (B)(4). There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore, no pt information is reasonably known at the time of the event. This report is being filed due to device malfunction that could have the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: signals in the run data file indicate that it is possible, though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Incorrect loading of the disposable set may contribute to this situation. There were no events in the device history record that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. It is unknown, due to lack of investigational evidence, whether or not the set met specifications. The signals in the run data file indicate it is possible that the plasma line may have been partially occluded. Additionally, wbc contamination of platelet products can occur because the blood cell holding capacity of the lrs chamber has been exceeded. The trima system, however, may not flag this event to alert the operator. Late or major changes, especially in hematocrit, can contribute to an elevated wbc count. Donor physiology may also contribute to a higher than expected level of wbcs. Corrective/preventive action: algorithms will be incorporated into the software for the trima accel system. These algorithms will recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or verify wbcs in the platelet product. The new algorithms will be added to the next trima equipment software upgrade, version 6.0.2, which is in the process of being validated.